Event description:
Customer reported strip provider module (spm) motor issue.

Manufacturer narrative:
Customer reported strip provider module (spm) issues. There were no reports of injury to patient or change in patient management as a result. During on-site unit inspection, an iris field service engineer (fse) observed loose strip pads in the spm. Fse cleaned and reassembled the spm. System was operational. The reason for loose pads is under investigation.